Manufacturer narrative:
(B)(4). The reported event is confirmed as the visual inspection of the returned product shows indentations on the anterior vertical surface and a flared dovetail feature. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the articular surface would not seat properly into the tibial tray. No patient consequences were reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.